Event description:
It was reported that during a knee arthroscopy the tip of the wand came off and ended up to pt¿s knee joint. The detached fragment was removed and surgery was completed without further incident. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.